Event description:
The customer reported that while monitoring a patient, the device would intermittently recognize a connection to the patient through the paddles lead. With an intermittent connection to the paddles lead, the device would potentially not have the ability to deliver defibrillation therapy to a patient.the patient did not suffer any adverse effects as a result of the reported intermittent failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio performed an unrelated repair and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.